Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 28 mg/dl. Reportedly, the customer delivered a manual injection of insulin prior to delivering a bolus as customer had forgotten they delivered the manual injection. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with dextrose. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.